Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient mentioned she had accidentally pulled her insulin infusion headset out of her body. The patient was advised to use an extra adhesive to secure the headset. On follow up, the patient stated that earlier in the day her infusion headset started to come out again. Adhesive product was sent to the patient. No blood glucose or other physiological effects were reported for this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.